Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with lock having up and down movement and the teeth grinding when rotated. Repair cannot duplicate the clamp not holding. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a3059 mayfield modified skull clamp for service and repair because the clamp is not holding.